Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unknown. The instrument is performing within specs. No further eval of the device is required.

Event description:
A positive advia centaur cp troponin ultra result was obtained on a pt sample. The customer questioned the result. Repeat testing was performed on the pt sample and the results were negative. The pt was admitted to a sister hosp and redrawn. The result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.